Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a lec 1871 alarm. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. Functional testing found that when the motor was activated, the pump exhibited error code 1871. The investigation determined that an issue with the motor was the cause of the reported issue. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.